Event description:
After positioning pt in sling, lift was lowered to lowest position. Lift became hung on siderail which did not allow it to lower. When side rail was removed, lift fell down onto bed over pt. Pt was not injured. One person involved.